Event description:
Additional information was received which reported that the patient did not have concerns with her device or therapy.

Event description:
It was reported that the patient experienced no stimulation and a loss of therapeutic effect. It was stated that the device was "turning off on its own on a regular basis which started about 2 weeks" prior to the report. It was noted that the patient would reset and leave the device, but "the next thing [the patient] knew [she] wasn't feeling stimulation and it would be turned off". It was further noted that the patient would turn the stimulation back on and "20-30 minutes later she would notice the pulses had stopped again". The patient reportedly had not been able to urinate "very well" within the last couple of weeks of the report. It was stated that the poor communication screen was displayed on the patient programmer. It was noted that the patient pressed the off key when trying to check device on/off status "stating she was pressing the middle left key" which was the stimulation off key. The patient reportedly was scheduled to meet with the healthcare provider the following day. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID 3093-28, lot# v952171, implanted: (B)(6) 2012, product type :lead. (B)(4).